Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected, functionally tested, battery testing was performed and the alarm log was reviewed. The reported condition of f-38 was confirmed in the alarm log. The cause of the f-38 alarm was due to dirty force sensing resistors (fsrs), possibly due to solution spill. To correct the issue fsrs were cleaned. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misleading detection circuitry). There was no patient involvement. Additional information was requested and is not available.